Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in switzerland, this was a case of a 29mm sapien 3 valve in aortic position by transfemoral approach in a patient with regurgitation, stenosis, and a potential future coronary treatment. The physicians decided to implant the valve with -1 cc of the inflation volume based on the measurements and patient anatomy. During the deployment, the valve migrated towards the ventricle and ended up in a 50/50 final position. This caused a high paravalvular leak and it was decided to implant a second valve with the nominal inflation volume. Another 29mm sapien 3 valve was successfully implanted within the first sapien 3 valve. The patient did not suffer any injury and was noted as to be fine after the procedure.

Manufacturer narrative:
The device was not returned for evaluation; however, imagery of the patient anatomy was provided. The imagery showed area derived diameter and annulus area measured at 526 mm2 and 25.9 mm, respectively, which would be more suitable for a 26 mm thv selection and the annulus appeared to be elliptical in shape. There were no appreciable bright white deposits noted along the annular perimeter, consistent with minimal or lacking annular calcium. It should be noted that the sapien 3 thv was deployed within native aortic annulus with no appreciable calcification (as confirmed by imagery). The s3 thv with a commander ds is only indicated for valve replacement due to native calcific aortic stenosis, a failing aortic bioprosthetic valve, or a failing mitral surgical bioprosthetic valve. Therefore, this was off-label operation. The reported event was unable to be confirmed, as no applicable imagery or medical report was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU andtraining materials revealed no deficiencies. As reported, it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach in a patient with regurgitation, stenosis and a potential future coronary treatment. The physicians decided to implant the valve with -1 cc of the inflation volume based on the measurements and patient anatomy. During the deployment, the valve migrated towards the ventricle and ended up in a 50/50 final position. This caused a high pvl and it was decided to implant a second valve with the nominal inflation volume. Additionally noted, lack of native annulus calcium. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. In this case, imagery review revealed that patient had no appreciable annular calcium and with the measured annular size being more suited for the 26mm thv implant (. It is likely that a 29 mm thv was deployed instead, using less than nominal volume, as an attempt to achieve a better grip between the pvl skirt and the calcium-lacking annulus. It is also possible that despite this attempt, the inadequately calcified annulus prevented the thv from securing anchoring to target site, leading to thv migration. As such, available information suggests that patient factors (minimal calcification) may have contributed to the reported event. Due to the thv migration towards the ventricle, the low-seated valve likely prevented the pvl skirt from properly sealing against native annulus, resulting in paravalvular leak. As such, available information suggests that procedural factors (thv migration) may have contributed to the reported event. Since no product non conformances or IFU or training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.